Event description:
It was reported that the device showed high atrial thresholds and low r waves. The device was explanted and replaced. The parameters through the new device showed great improvement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Product event summary: the device was returned. Analysis was performed and no anomalies were found. Concomitant medical products: 6940-52, implantable tachy lead, (B)(6) 1999; 6945-65, implantable tachy lead, (B)(6) 1999. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.